Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included they were 65 years old and their memory comes and goes. The patient reported their pump has flipped upside down. The patient stated this was noticed at a refill. The patient wanted to know how dangerous it is to be "floating around in there" and was wondering if it will ruin the pump being upside down. The caller mentioned they are in the hospital, and it¿s been "like 2 weeks" since they saw the healthcare provider. Agent reviewed known adverse events. The patient stated they don't have anything scheduled yet to revise the upside-down pump but they have an appointment with their pain management doctor next week. The patient was redirected to their healthcare provider to further address the issue.